Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 56/60 p on the left side on (B)(6) 2008. The pt was revised on (B)(6) 2013 due to pain, loosening and fluid collection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review. Other source documents (op reports and pathology report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).